Event description:
During a procedure with the rotablator device, the tip of the guide wire broke in the pt's coronary artery. The pt was sent to surgery but the physician advised that the surgery was not due to the wire breakage. No further info or details are available at this time. The tip of the wire remains in the pt.